Manufacturer narrative:
The device was received, and an evaluation is complete. Evaluation included a visual assessment as well as functional testing. Evaluation found the printed circuit board was corroded with burns during testing. The cause was identified to be fluid intrusion. The module was deemed unserviceable. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum wireless b/g, the device was corroded with burns. No additional information is available.